Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited low pacing lead impedance and noise which led to automatic mode switching episodes. Programming changes were made. The patient was fine and would continue to be monitored.